Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer declined troubleshooting, and continued to use current supplies. Customer¿s blood glucose level was 218 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.